Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 3, 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had an "inaccuracy issue." The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the alleged issue began on the previous month in the morning. During that time, the patient reportedly was getting readings of "188 and 149mg/dl" on the subject meter. The reported readings were obtained in a less than 10 minutes time period. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and /or <=20mg/dl. At an unspecified time, after the reported issue, the patient reportedly experienced symptoms of "shaky, cold and clammy." It is not known whether the patient obtained any readings on the subject meter during the symptoms. On approx a week prior to original date in the afternoon, the patient reportedly received assistance/advice from the health care professional (hcp) and was reportedly advised to take food and /or beverage. The patient was not tested on any other meter. During the troubleshooting, the cca noted that the patient was obtaining blood samples from her fingers. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement. The test strips were in good condition, the meter was coded properly before testing and the reported results were verified in the subject's meter memory. Replacement products were sent to the patient. This complaint is being reported because the alleged issue was not resolved with troubleshooting. In addition, after the alleged issue began, the patient reportedly developed symptoms suggestive of severe hypoglycemia and received treatment from the hcp.